Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained and it was removed endoscopically. Capsule caused mild to moderate discomfort while attached.